Event description:
It was reported the patient could not communicate with external devices after an unrelated surgery. In turn, troubleshooting was able to resolve the issue. The device is providing therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. It was reported the patient could not communicate with external devices after an unrelated surgery. In turn, troubleshooting was able to resolve the issue. The device is providing therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.